Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Zit was reported that this right ventricular (rv) lead exhibited high thresholds and would not capture at normal outputs. The patient presented to the clinic and troubleshooting included trying to pace in unipolar, however no capture was observed. No lead dislodgement was noted. Approximately two months later, lead revision was performed to reposition the rv lead. The revision was successful and good lead measurements were observed through the pacing system analyzer (psa) and pacemaker. This rv lead remains in service. No additional adverse patient effects were reported.